Event description:
The customer obtained non-reproducible, falsely elevated vitros tropi es results from a vitros tropi es low rv fluid and a troponin I-free sample tested on a vitros eciq immunodiagnostic system. Vitros tropi es low rv fluid: 0.168, 0.111 ng/ml vs. The expected result of <0.012 ng/ml. Troponin I-free sample: 0.134 ng/ml vs. <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result was not reported out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, falsely elevated vitros tropi es results were obtained from a vitros tropi es low rv fluid and a troponin I-free sample tested on a vitros eciq instrument. The most likely assignable cause is instrument related, as two replicate results from a 20 replicate tropi es within-run precision test were outside of ocd guidelines, indicating the vitros eciq instrument was not performing as intended. An ocd field engineer performed service actions to multiple subsystems of the instrument. Following these service actions, acceptable tropi es performance was obtained.